Event description:
MRI compatible portable ventilator machine was pulled into the 3t MRI magnet. Ventilated pt was removed from the ventilator and the MRI magnet. As the aspiratory tech was cleaning and getting the ventilator ready to remove it from the magnet room, zone IV, the unit was pulled into the bore. No one was injured. Verified that the magnet servo-I ventilator is not MRI compatible but is MRI conditional up to the 200 gauss line.